Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 27.9, 14.2 and 18 mmol. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.